Manufacturer narrative:
The pump has not been requested for retun at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced low blood glucose (bg) associated with priming while attached after a "loss of prime" warning. The patient reportedly experienced low bg down to 36mg/dl with unsteadiness when standing/walking after priming while attached six times, which resulted in the patient receiving an additional 4.6 units of insulin. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The patient reportedly did not want to disconnect from the pump in order to prime each time the pump emitted a "loss of prime" warning. Customer technical support reviewed the pump with the reporter and found that rewind, load, and prime steps were completed appropriately after cartridge changes. The "loss of prime" reportedly occurred multiple times in one day. Troubleshooting indicated that the "loss of prime' warnings were due to a sudden change in force or temperature (impact to the pump or a change in temperature outside of operating range); no pump defect was found during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.